Event description:
On (B)(4), 2004, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(4), 2005, the pt underwent treatment for a perforated diverticulitis and a persistent type ii endoleak that appeared to originate from the lumbar and inferior mesenteric artery (ima). A hartmann's procedure was performed and the ima was ligated. The pt tolerated the procedure. On (B)(4), 2008, the pt was treated for a persistent type ii endoleak and ventral hernia. The aneurysm was enlarged and the pt ws experiencing endotension. The devices were explanted and a 18x19 mm graft was sewn in its place. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Endoleak, endotension. The gore excluder aaa endoprosthesis for use, states: complications associated with the use of the gore excluder aaa endoprosthesis may include but are not limited to: endoleak; aneurysm enlargement; surgical conversion. Please note add'l device related to this event: (B)(4). Attempt(s) to acquire info required for this form were made by gore. Blank require fields indicate that the info was not provided, was deemed unavailable or was not applicable.